Manufacturer narrative:
(B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the log files which revealed an increase in power consumption starting (B)(6), 2017. 65 high watt alarms have been logged since (B)(6), 2017. 1 controller power-up and associated pump start event was logged on (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6), 2017 at 17:32:27. The last data point before the loss of power was logged at 17:22:7 with (B)(4) (94% capacity) connected to ps1 and cac adapter connected to ps2; ps2 was powering the controller. The maximum pump off time was approximately 11 minutes. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation and historical review of similar loss of power events, the most likely root cause of the loss of power may be attributed to double disconnection of the power sources from the controller. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4) / 1403us / expiration date: 04/30/2017. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with drowsiness, difficulty swallowing, anxiety, and hemolysis when their ventricular assist device (vad) exhibited elevated power levels.  Log files were sent and 65 high watt alarms had been logged since (B)(6) 2017 with the current watt alarm limit set at 6.0 watts (w).  In addition, it was noted that there was a controller power-up and associated pump start event indicating a loss of power to the controller on (B)(6) 2017 at 1732.  A computerized tomography (CT) of the head was performed and it was determined that the patient had a superior cerebral right hemispheric intracranial cerebral vascular accident (icva).  No other neurological symptoms were noted.  Heparin and intergelin were started.  A pump thrombosis was suspected.  The patient underwent a pump exchange on (B)(6) 2017.  No further information was provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was further reported through follow-up that the loss of power to the controller and associated pump stop occurred when the patient was being transferred to undergo an upper endoscopy (egd). Nothing remarkable was noted by hospital staff during this time. There were no audible alarms present and the patient experienced no symptoms. It was suspected that power management may have been performed at the time of the event in preparation for the egd. A used battery could have been replaced by a fully charged battery or the ac adapter was replaced with a battery; however, this was only conjecture. After further review of additional information received the following sections have been corrected accordingly: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.